Manufacturer narrative:
The field service engineer ( fse ) reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Patient information was requested and was not provided.

Event description:
The customer reported a vent inop condition due to post timer/24v failure. The customer reported patient involvement with no harm to the patient.